Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic-assisted solution satellite station device there was a 5mm gap on the anterior chamfer cut. 4mm of bone left from the original cut, system would not let them cut the extra bone needed. Under resected distal femur cut and over resected anterior chamfer cut. It was reported that the device was being used with a robotic assisted base station device. There were no delays in the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the log files for this event were reviewed. The investigation could confirm the event description of 4mm under-resected distal femur. The investigation could not confirm the event description of cut and 5 mm over-resected anterior chamfer cut. The investigation found that the verify checkpoint step was successfully passed before the tests but was failed after the cuts. This suggests that the femur array moved sometime between the successful and unsuccessful verify checkpoint step. Such an array movement would have led to future resections to be slightly off. As only the distal cut was measured, it is difficult to identify if such an array movement occurred. In addition, there was a lot of leg movement during cut steps. This leg movement may have led to inaccuracy. There are no defects found with the system or software. The investigation found that the femur array movement likely occurred during the leg alignment steps. The specific cause of the array motion cannot be determined therefore no single root cause could be established. Device history review - review of the device history record(s) showed that there were no issues during the installation of this product which would contribute to this complaint condition.